Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the suction cylinder is found discolored and the forceps channel port is sticky. Based on the results of the investigation, the most probable causes suggest the reported malfunction possibly due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the suction cylinder is found discolored and the forceps channel port is sticky.